Event description:
Nurse (rn) noticed inside of the sterile packaging, the drainage tube is sliced.what was the original intended procedure?na.device #1is this a laboratory device or laboratory test?no.